Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing that led into an untreated episode one year post implant. Furthermore, this s-ICD delivered an inappropriate shock when the patient was cleaning a metal plate. Several tests were done showing noise when gently moving the arms in the alternate vector. A new evaluation will be done by the physician to decide whether or not try to reposition. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing that led into an untreated episode one year post implant. Furthermore, this s-ICD delivered an inappropriate shock when the patient was cleaning a metal plate. Several tests were done showing noise when gently moving the arms in the alternate vector. A new evaluation will be done by the physician to decide whether or not try to reposition. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system was deactivated and activated again. This s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.